Manufacturer narrative:
(B)(6) h3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Visual test found a damaged downstream occlusion (dso) seal. Functional testing was able to duplicate the customer reported issue. The latch was found to be defective. The investigation determined the latch was defective and the dso seal was damaged. The latch and dso seal were replaced.

Event description:
It was reported that the locking cassette system does not work. There was no patient involvement.